Manufacturer narrative:
The device has not yet been returned to the MFR for eval.

Event description:
Boston scientific was notified that during a procedure when the matrix standard-2d coil was being delivered, the coil on the delivery wire broke off. The cause of the breakage is unk. No complications with the pt were reported as a result of this event.